Manufacturer narrative:
In 2007, the physician felt the brows of the pt. The physician reported that his left side was fine, but the right side seemed to be mobile. The physician reported that he felt the post had broken and suggested repair. One month later, the physician removed the devices, the right side was reported to have broken and the post was still in the hole. The pt did have the devices replaced. The physician completed the case with another form of brow fixation.

Event description:
In 2007, the physician drilled a small hole approx 4mm above eye rim, hole was evacuated and the endotine transbleph 3.5 popped into place. The pt complained several times over the next few weeks of discomfort and finally of the right eyelid allegedly drooping.